Event description:
Physician was attempting to treat a lesion in the iliac artery using assurant cobalt stenting device. Device was removed from packaging peer IFU, with no issues noted. It was reported that while delivering the device through the vessel, the catheter burst and a device component detached. Surgical approach on the iliac artery was carried out to extract the device still present in patient. No further clinical sequelae were reported for this event. Product evaluation: the catheter shaft was kinked 23.2cm and 57.4cm distal to the strain relief. A section of the distal inner shaft and balloon had detached from the device. The proximal inner shaft marker was missing from the inner shaft. There was a longitudinal jagged tear along working length of balloon. The inner shaft material at both sides of the detachment site was jagged with evidence of stretching. The balloon material had detached on the transition between the balloon proximal cone and the balloon neck.

Manufacturer narrative:
Evaluation codes results: related to operational context - no issue with device prior to use, damage occurred during procedure evaluation codes conclusions: operational context caused or contributed to event - no issue with device prior to use, damage occurred during procedure (B)(4).